Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that during a laryngoscopy procedure, their visera elite xenon light source's main lamp turned off, and the spare lamp came on. According to the initial reporter, another unit was used to complete the procedure with no patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The customer reported that the main lamp was off, but the spare lamp was on. The subject device was not sent to the repair department and the complaint could not be confirmed. Olympus will continue to monitor field performance for this device.